Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that while trying to retrieve medication from one pocket, three pockets were opened during the dispensing process. A technical support specialist confirmed that the customer entered quantity as three and guided the customer. (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es opened up multiple pockets that were unintended during dispensing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.